Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has no been returned.

Event description:
It was reported that crown was loose and they tightened it. Tooth location #19. Three attempts to get information about the unknown screw were done without success.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.